Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dim and not displaying properly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) observed the issue while at the customer site completing preventative maintenance. It was determined that a replacement user interface (ui) assembly was needed to resolve the issue. Further service of the device is pending. This investigation is ongoing.